Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was between 200 to 300 mg/dl. The customer stated that the insulin pump had been exposed to moisture. Advised to reset the device for 2 hours and insert new battery. Nothing further reported.